Event description:
It was reported that the right atrial (ra) lead was exhibiting high and varying impedance, intermittent capture and noise due to possible fracture. The lead was programmed off so the patient only receives pacing in the right ventricle. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076 implantable pacing lead 2010 (B)(6). (B)(4).